Manufacturer narrative:
(B)(4).a device history review was performed with no exceptions found during manufacturing.a service history review revealed no previous service events were related to the reported condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an open button on the channel a keypad that was inoperative. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an open button on the channel a keypad that was inoperative was confirmed during product evaluation. The assignable root cause was found to be fluid ingress. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.